Event description:
It was reported that the patient received shocks from the implantable cardioverter defibrillator due to ventricular tachycardia/ventricular fibrillation (vt/vf).the shocks were able to slow down the tachycardia but the vt again picked up post therapy. No changes or intervention was performed. The patient deceased on (B)(6) 2022 for unknown reason. There is no allegation from the physician that the patient's death was caused or contributed by any of the patient's abbott products or any procedures involving the abbott products.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.